Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery using a "fast-fix 360° curved needle"; the suture loop fractured. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
H3, h6: part of the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and t1 were returned detached from the device. T2 was not received. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image appears to show a fast fix device with a suture and only one anchor. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the suture material documentation found that the storage specifications are documented and a material certificate is required with each lot. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery using a "fast-fix 360° curved needle"; the suture loop fractured. As a result, both ts were removed from the patient. The procedure was successfully completed without delay using a back-up device. No further complications were reported.